Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user had stable auditory benefit with the device. However, the skin flap over the device was seen to be no longer intact in july 2021 and the coil had extruded. The device had been explanted and the skin flap was repaired.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had stable auditory benefit with the device. However, the skin flap over the device was seen to be no longer intact in (B)(6) 2021 and the coil had extruded. The device had been explanted and the skin flap was repaired.